Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2024. It was reported that the patient had a pne system placed today and the caller was able to connect to the ens initially. Later attempts to connect resulted in a message that said system error therapy may have stopped. The patient was also not able to feel stimulation. Prior to calling the manufacturing representative (rep) attempted to reconnect the pne leads to the test cable, changed the ens, and changed the remote. The rep was able to connect but then eventually got the same message. The message was system error therapy may have stopped and the message was occurring in both the patient and clinician application. The rep replaced the batteries in the ens and then confirmed that they were able to connect to the ens with the clinician and patient application. The rep turned therapy on and the patient was feeling stimulation. The rep adjusted the amplitude in the patient app and confirmed that they could end the session and reconnect without getting the error message. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.